Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device of vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) states if patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. The angio seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal hematoma. The angio-seal device instructions for use (IFU) cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported by the physician that following a percutaneous procedure a 6fangio-seal vip was used. The puncture site was the common femoral artery (above the ligament) via an antegrade approach. The patient went home in stable condition. The next morning, the patient became dizzy, collapsed, and went into cardiac arrest. Number 911 was called and the patient was resuscitated and transferred to the emergency room (ER). The patient had no signs of bleeding or hematoma but the patient was hypotensive and a hemoglobin and hematocrit (hg & hct) were drawn. The hg was 6 and the hct was 16. While in the ER, the patient went into electro-mechanical dissociated and died. This event became a coroners case and an autopsy discovered a intra-peritoneal bleed. The coroner alleged that the angio-seal anchor was partially exposed outside of the artery and was not sure how the patient bled into the intra-peritoneal space. The event, implant, and death dates are month specific to 2009.